Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a couple healthcare providers, and from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller, a healthcare provider, spoke with the patient the day of the report, and when the caller advised the patient to check their ins with the patient controller, the patient stated that it 'turns on but can't do anything with it' (the controller). The caller was advised that it was highly likely the ins was simply at end of service (eos) based on the implant date. It was also reviewed the patient should consult with their managing doctor and/or call into the manufacture help line potentially. About six hours later, the patient called in to report the implant had not been working for the past three years. They were unsure if the ins battery was depleted, but reported they were unable to connect to the in s with the programmer. They changed the programmer battery, but were still unable to connect. The patient was redirected to their healthcare provider to further address the issue and to check the ins battery. About twenty minutes later, another healthcare provider called in to report the reason for the call was that they stated the device was dead and they could not communicate with it. The patient did not provide further information to the caller, and the caller was not with the patient. MRI guidelines were reviewed, and technical services suspected possible end of service (eos), as the device was implanted in 2009. Additional information was received from the patient. It was reported that the cause of the event was due to normal battery depletion. No further complications was reported at this time.